Event description:
Sales representative reported in her email that it was observed during a workshop that the target device cracked at the carbon area.

Event description:
Sales representative reported in her email that it was observed during a workshop that the target device cracked at the carbon area.

Manufacturer narrative:
Currently, the device has not been returned for evaluation. Internal investigation in progress but not yet complete.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the event was confirmed. No manufacturing faults found. The item had cracked most likely contributed by tensile stresses. As no information regarding the course of the event was available a real root cause could not be determined. The item received was of old design version. A modification of the area where cracks occur was implemented to improve strength and stiffness. No discrepancies were detected during risk analysis review. No non-conformity was identified.